Event description:
Pt was put on pca pump. The machine registered that the bag was empty and medication infused. When bag was removed, it was completely full with no medication infused. No alarms sounded.